Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the buna-n 1-008 n70 o-ring after finding that it was damaged. A helium leak was also heard from inside of the cart so the helium line between the .005 helium tubing and the analog helium pressure gauge installed in the hospital cart was tightened and reconnected. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, e1( initial reporter) g3, g6, h2, h11.

Event description:
N/a.